Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Correction information: the report was previously submitted with MFR 3006705815 and should have been submitted under 2017865.

Event description:
This report is related to previously reported complaint of premature elective replacement indicator, MFR number 3006705815-2019-00934. It was reported the patient presented in clinic for follow up. The right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2019 and the pocket was revised. The patient was stable after surgery. During a subsequent follow up visit the device gave an alert it had reached the elective replacement indicator (eri) on the same day as the lead revision surgery. The pacemaker was reset, the false eri alert was cleared, and the device displayed normal battery longevity. The patient was in stable condition following reprogramming.